Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery system handle was not fixated and kept turning, which did not provide enough support to cross the tricuspid valve. The delivery system was removed. The same issue was noted with the new delivery system which was also removed, only after the device was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned. Analysis indicated that there was braided mesh exposed in the shaft. The shaft was mechanically kinked/buckled. The analyst noted that the delivery system was returned with the device intact, and the device tip extended beyond the device cup. Visual inspection found the shaft was kinked at 2.5 cm from the distal end of the delivery system, and flat wire protruding in the shaft at the proximal end of the device cup. The analyst have confirmed that the shaft was unstable, turned around from the handle. If information is provided in the future, a supplemental report will be issued.